Event description:
The customer reported that when the blue button was pressed, the device stuck in the on position. No pt injury involved.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.